Event description:
Low blood sugar with loss of consciousness(hypoglycemic coma). Case description: a patient who has been using an induo doser since 2002 for diabetes mellitus type ii, reported that they experienced low blood glucose with loss of consciousness in 2002. On the day of the event, the patient used the doser to administer their morning dose of rapid acting insulin (insulin aspart) at 08:00 hours. They reported that the push button on the doser did not click into place after they gave the injection. As they were afraid that the doser did not dispense the proper amount of insulin, they administered an addtional eight units of rapid acting insulin (insulin aspart) with a conventional insulin syringe and had breakfast. After breakfast they ran their daily errands then returned to their home. At 14:30 a few hours later, a friend stopped by and found the patient to be incoherent. The friend tested the patient's blood glucose level to be 30 mg/dl, and gave the patient a few teaspoonfuls of honey. After receiving the honey, the patient's blood glucose level initially came up to 61 mg/dl (time unknown) and approximately one hour later it was 71 mg/dl. They recovered from the event and did not require any medical intervention. The patient reported that they could not recall the event because they lost consciousness. They have experienced several episodes of low blood glucose levels in the past (dates and products used are unknown), and stated they always experience loss of consciousness when their blood glucose level is low. The patient stated that prior to the event they did not skip a meal; however they cannot recall if they ate their lunch that day or if they administered their afternoon dose of insulin. There had been no change to their activity or health status. During troubleshooting with a company representative after the event occurred, an unspecified check was performed on the doser and the results were within normal limits. The case has been re-classified from non-serious to serious based on follow-up information received in 2003 regarding loss of consciousness. The doser will be returned for examination.